Event description:
In 2003, the therapy pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator, that the pt was at home, and had received multiple yellow wrench alarm of unk origin and also one red heart alarm earlier in the week. The system controller had been changed out. The pt awoke early the next morning with a red heart alarm and pump stoppage. The pt was placed on a hand pump and returned t the hospital. When the pt arrived to the hospital, they were placed on ip console with a stroke volume limiter (svl). The pt was already on coumadin and heparin was started. The console was being vented every 4 hours. At that time it was decided to take the pt to o.r. For a pump replacement. The pt pt remains stable and on lvad support.